Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch gl8bqjp0; batch da8bxjp0. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements.

Event description:
It was reported that a patient underwent a hysterectomy on (B)(6) 2014 and suture was used. During the first tissue pass, the needle broke. X-rays were taken. The needle was located between the bladder and vagina. The surgeon needed to perform additional tissue dissection to remove the needle fragment.